Event description:
I was diagnosed with fibromyalgia approx 6 years ago. I suffer from brain fog, severe fatigue, horrid joint pain. I firmly believe that these are related to my saline breast implants I had put in on/or around 1999-2000.